Manufacturer narrative:
The ac inlet solder joint has been damaged by excessive mechanical stress exerted on the joint via the ac cord either by multiple plugging/unplugging or by direct mechanical stress to the ac cord. Sending follow up to FDA maude.

Event description:
Customer reported that they saw smoke coming out of the dc adapter. They immediately unplugged the cord and did not use it again. There were no injuries or other damage reported.